Event description:
The customer reported the system continued to produce x-rays after releasing the foot switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch. The system operates as intended.